Event description:
Event description boston scientific received information that this right ventricular lead triggered a lead safety switch to occur, as a result of impedances greater than 2500ohms. In addition, noise was noted on the electrograms and the patient experienced muscle stimulation in the pocket area. A technical service consultant was contacted. No adverse patient effects were noted.